Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has received multiple motor error alarms during the bolus procedure. The customer received the motor error alarm four times in a row. The caller did not know the blood glucose reading. It was stated that the customer was able to rewind the insulin pump. The history showed that the insulin pump alarmed motor error six times in the past 30 days. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.